Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a zone 3, 6.3 cm symptomatic descending thoracic aortic aneurysm 2 months ago. The patient has history of open aaa repair from 10 years ago. It was reported that a spinal drain was placed. The implanted stent grafts were modeled with another manufacturer's balloon. The final angiogram showed a small proximal type 1 endoleak (see MFR # 2953200-2010-01519) which was addressed by placement of 1 additional talent thoracic proximal extension. This was implanted in zone 2 and ballooned. The left subclavian artery was not covered by the stent graft. After awakening from anesthesia, the patient developed an expanding hematoma in the right groin, and hypertension was also reported at this time. The right groin incision was re-opened, and a small hematoma was evacuated and the vessel/adventitia was repaired using prolene to reapproximate the adventitia. There was no further bleeding and the incision was closed. Three days later, atrial fibrillation was reported and associated with a rapid ventricular response and complaints of palpitations. Intravenous amiodarone was administered, and the event was noted to be resolved the same day. The next day, it was reported the patient had neurological changes, citing slurred speech and right upper extremity weakness, mild left palsy, mild right drift, subtle right hand clumsiness. A small brainstem stroke likely occurred (see MFR # 2953200-2010-01520). No additional clinical sequelae were reported and the patient was discharged to nursing facility. Cec adjudicated that the hematoma, neurological changes, and arrhythmia were device and procedure-related. Please note that the product with catalog number (B)(4) is not approved in the united states; however, it is similar to the product with catalog number tf4444c113ct and tf4444c113x.

Manufacturer narrative:
(B)(4).